Event description:
During functional testing by a zoll medical technician, the device displayed "pacer fault 116" and "bridge test failed" message. There was no pt involvement in the reported malfunction.